Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/14/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During analysis of the sample it was found ruptured in two parts. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: 175cc mentor memorygel breast implant, catalog #3503754bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female had a 175cc mentor memorygel breast implant placed and experienced left sided rupture post procedure. The rupture was confirmed through magnetic resonance imaging. As a result, the device was explanted on (B)(6) 2019.